Event description:
It was reported that patient presented with ventricular tachycardia after not receiving appropriate therapy from implantable cardioverter defibrillator device. Programming changes were suggested and were to be discussed with clinician. No interventions were required or made. The patient is reported to be stable post event. No further information is available.

Manufacturer narrative:
Correction: corrected as resolution and report source were missing from previously reported MDR.

Event description:
New information noted that programming change was made. The patient was stable.